Manufacturer narrative:
Date of event field (b3): approximated date based on the product return date.

Event description:
It was reported that a curved cannula was returned for an unknown reason. A visual inspection revealed that the curved cannula shaft tip was sheared. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
A labeling review did not reveal any anomalies as it states that as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe. Date of event field (b3): approximated date based on the product return date.

Event description:
It was reported that a curved cannula was returned for an unknown reason. A visual inspection revealed that the curved cannula shaft tip was sheared. No further information can be obtained.